Event description:
Patient reported a tooth on the left side is too low and the tooth next to it is pushed back. Even after refinements, they have not worked. The patient was examined by their dentist and was instructed by their dentist to stop treatment. They will require in person ortho treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.